Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the following: the pump lost power. The battery cap was on tightly but the pump had suddenly frozen. Tried to reboot, change battery, change battery cap and nothing worked. There was moisture inside the battery compartment when he put his finger inside. There is no adverse event related to this issue. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).